Event description:
Reported one false positive sars results for one symptomatic patient. No confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.